Manufacturer narrative:
Limits.

Event description:
It was reported by service report that the foot section of bed would not lower from high position. No pt involvement or adverse consequences are reported.